Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event: unk. Device manufacture date: unk.

Event description:
The pt reported "multiple scattered, red, pimple-like areas" under the mass of the device. The "pimple-like areas" have persisted for approx 4 weeks. The pt changes the skin barrier every 7 days. The pt also indicated the area has improved over the last week. The pt was advised to f/u with this physician.